Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav catheter and observed an irrigation issue in which the device had been used on patient. The pentaray nav catheter was occluded and would not flush properly. The pentaray nav catheter was used to create an initial atrial map. The catheter was then removed from the patient. When the physician was prepping the catheter to be reinserted into the patient, they found that the catheter would not properly flush. Multiple attempts were made without resolution. The catheter was exchanged and the issue was resolved. The case continued. No patient consequence was reported. Additional information was received. The suspected device for the reported irrigation issue was the catheter. They were irrigating through the pump and tubing but it was not making it to the tip of the catheter. The issue was noted after the initial use of the catheter but the catheter was working as expected during the initial use. They never reinserted the catheter while irrigation was not working. No error was noted from the irrigation pump. It was discovered visually as no flow was coming from the tip of the catheter. Attempted to flush multiple times and then replaced the catheter. This was an issue with pentaray nav catheter irrigation during a pfa case with farawave.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 13-jun-2025. Visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since the irrigation tube was found bent inside the tip. The eeprom information was read, and the device eeprom was found corrupted. A manufacturing record evaluation was unable to be performed due to the lot number is unavailable. The irrigation issue reported by the customer was confirmed. The bent could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The lot of the device was unable to be obtained due to an eeprom error. The potential cause of the corrupted eeprom could not be conclusively determined. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15) / component code: tube (g04134) were selected as related to the customer¿s reported ¿occluded and would not flush properly¿ issue. In addition, biosense webster inc. Analysis finding of the ¿irrigation tube was bent inside the tip¿. Investigation findings: software problem identified (c10) / investigation conclusions: cause traced to component failure (d02) / component code: memory/storage (g0200702) were selected as related to the biosense webster inc. Analysis finding of the ¿eeprom was found corrupted¿. Manufacturer¿s reference number: (B)(4).